Event description:
It was reported that during a routine device changeout procedure, the atrial lead exhibited an insulation anomaly. The lead was repaired at that time and remained implanted. The patient was noted to be doing fine after the procedure.